Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 389 (mg/dl). A correction bolus was delivered to stabilize bg levels. Reportedly, customer set a temp rate for 48 hours prior to elevated bg and later saw that it was off. A review of pump history by tandem technical support indicated there were no issues with the pump. Recommendation was made to ensure the temp rate is activated when set and to consult with health care provider to discuss diabetes management. Customer acknowledged.